Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that the root cause of the reported dermatitis cannot be determined. The information provided insufficient to determine whether the patient's symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. The future impact to the patient is unknown. No further clinical/medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batches with this failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient suffered from dermatitis since two weeks after the knee replacement on both legs. Patient is willing to obtain a metal allergy test (melisa testing) from a medical institute in (B)(6). Patient has received multiple dupixent injections, once every two weeks since december 2017 for rash and itching.